Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. No sample or centrifugation data was supplied. System check data and quality control (qc) data were not supplied by the customer. Two pts' samples were received for investigation, (B)(6). Customer product line support (cpls) lab performed dilution testing on pt (B)(6) and recovered linearly. Add'l heterophile testing did not change the neat dose recovery significantly, indicating that there was no heterophile interference for this pt sample. Cpls testing confirms no heterophilic interference in pt (B)(6). The root cause of the elevated results in unk. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin I (accutni) results should be interpreted in light of the total clinical presentation of the pt, including symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accu tni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR: 2050012-2011-02765.

Event description:
The customer reported elevated troponin I (accutni) results below the acute myocardial infarction (ami) cut off for two pts involving unicel dxc 600i synchron access clinical system. This report refers to pt number two. It is unk if the elevated results for this pt were reported out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc with the pt sample for further analysis.